Manufacturer narrative:
On 8-aug-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. Patient also required permanent pacemaker due to sinus node dysfunction. There was a steam pop while ablating the cti (cavotricuspid isthmus) line in the right atrium, which resulted in a pericardial effusion. The patient became asystolic, and a pericardiocentesis was performed. A permanent pacemaker insertion in progress due to "limited" sinus node function. After permanent pacemaker was implanted, the procedure continued using the same smarttouch sf catheter. When using the smarttouch sf catheter to pace, there was noise or oversaturation displayed on the distal ablation signals, on the carto 3 and recording system. The procedure continued with the issue persisting. Patient required extended hospitalization for continued monitoring. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no noise, or temperature issues were observed during the tests. A manufacturing record evaluation was performed for the finished device number lot 31314597l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The steam pop and noise issue reported could not be confirmed. The root cause of the adverse event remains unknown. The physician did not believe there was a malfunction of the product. No error messages were observed on biosense webster equipment during the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. Patient also required permanent pacemaker due to sinus node dysfunction. There was a steam pop while ablating the cti (cavotricuspid isthmus) line in the right atrium, which resulted in a pericardial effusion. The patient became asystolic, and a pericardiocentesis was performed. A permanent pacemaker insertion in progress due to "limited" sinus node function. After permanent pacemaker was implanted, the procedure continued using the same smarttouch sf catheter. When using the smarttouch sf catheter to pace, there was noise or oversaturation displayed on the distal ablation signals, on the carto 3 and recording system. The procedure continued with the issue persisting. Patient required extended hospitalization for continued monitoring. The physician did not believe there was a malfunction of the product. Transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure.